Event description:
Patient had an allergic reaction to an invisalign aligner. Her face was red, lips swollen and she was getting an itching throat. At 2:45 am on (B)(6) 2017 she was rushed to the emergency room (ER) because she thought her throat was closing and breathing was being compromised. She was given an epi pen shot and a rx for steroids and dismissed. Dates of use: (B)(6) 2017. Diagnosis or reason for use: malocclusion. Event abated after use stopped or dose reduced: yes.